Event description:
While performing an x-ray procedure on a pt, the tech used the auto button to center the equipment. When the button was released, the xray tube continued to descend and then struck the pt in the chest area. The other tech tried to catch the tube but was a second too late. There were no injuries noted on the pt's chest area. The vendor had since assessed and completed the repair of overhead xray tube suspension.